Event description:
It was observed that during the device evaluation, the colonovideoscope exhibited a dirty cable unit. There was no patient involvement.

Manufacturer narrative:
The device was returned to olympus for inspection. Based on the results of the investigation there is cause traced to water leakage that lead to the malfunction. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.